Event description:
It was reported that a homechoice device experienced a high drain 104 alarm. This occurred when the device was powered on. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume and meets increased intra-peritoneal volume (iipv) criteria. The technical services representative arranged a swap of the device and advised the nurse to continue therapy with manual supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log found evidence of the reported iipv condition. The device was tested and passed both electrical and functional testing. An external/internal visual inspection was performed with no problems exhibited. Pressure testing revealed no leaks and all pressures were correct and stable. The device completed a short simulated therapy with no problems encountered. The evaluation determined that the device performed within specification. The cause was of the alarm was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.